Manufacturer narrative:
G4 - premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee arteries. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.